Event description:
It was reported that the surgeon was informed that a patient who he had performed a cervical fusion with anterior place had a screw back out 5mm. There has been no report of any patient complications. No revision surgery has taken place. The surgeon will be sending the patient for more films.

Manufacturer narrative:
(B) (4). The device remains implanted. The device or applicable imaging studies have not been returned for evaluation. Unable to determine cause of the event.